Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd895789 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment was not reported. The cause of the peritonitis was unknown. In the month prior to receipt of this report, the pt was admitted to the hospital from a rehabilitation facility for another indication, subsequently the pt was placed on a ventilator. Two days after admission the pt was taken off the ventilator and passed away. An autopsy was performed. The cause of death was reported as bacterial peritonitis, septic shock, end stage renal disease esrd, diabetes and hypothyroidism. It was not reported if the pt was recovered from the peritonitis event at the time of death. Pd therapy was ongoing until the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.